Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed weak signal but was not wearing a sensor at that time. The customer's blood glucose reading was 497 mg/dl at the time of incident. Troubleshooting found that the customer also has sensor glucose and blood glucose differences with sensor glucose of 258 mg/dl and blood glucose of 497 mg/dl. Customer treated with a bolus. Troubleshooting advised customer on reasons for possible glucose differences, insertion technique and to not calibrate on a sensor alert. Customer was advised that a replacement sensor would be provided to them.